Event description:
It was reported that this brady lead exhibited dislodgment. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead exhibited dislodgment. This lead remains in service. No adverse patient effects were reported. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.